Manufacturer narrative:
(B)(4). The lot was manufactured from december 5, 2014 ¿ december 8, 2014. One actual unit was received for evaluation. Visual inspection revealed evidence of a single brown particle approximately 0.10 square mm in size, embedded in the material of the stressmember plug component. The particle was not in the fluid path. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a brown particle on its reservoir. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.